Event description:
A clinical technician reported a case of bilateral extreme dry eyes, observed at two month post lasik treatment. Reporter indicated no improvement with artificial tears, however, was additionally placed on ophthalmic cyclosporine eye drops. Patient noted dryness and redness towards the end of the day, with slightly blurry vision. Additional information has been requested. There are two related reports for this patient. This file will address the patient's right eye, and another MFR report will be field for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).